Event description:
Caller reported a data error alert labeled as "data error alert 4" on a refurbished pump. There was no adverse impact to the customer¿s blood glucose level. Technical support informed the caller that history logs are cleared as a final step during the pump's refurbishment, ensuring the pump is functioning as intended, which the caller understood and acknowledged.